Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during heartmate3 implant, the pump start initiated and had commenced weaning bypass. When the heartmate touch (hmt) screen froze with the spinning processing, it was unable to go up in speed. This lasted for approximately 60 seconds. The processing completed spontaneously and the team was able to adjust pump speed and recommenced. The team waited and saw how the hmt responded as they were too nervous to go out of screen whilst in process commencing pump. The issue eventually spontaneously resolved. The heartmate touch continued to be used.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate touch¿s screen freezing on the processing window was confirmed via video provided by the customer; however, the heartmate touch tablet (serial number (B)(6)) was not returned for analysis, and no additional files were provided. Additional information for this event indicates that the heartmate touch self-resolved the issue, and the device remains in use. The reported event was further investigated onsite by abbott engineers at the alfred hospital. Over two hundred log file downloads were performed while onsite at the alfred hospital using multiple heartmate touch systems, and the reported event was reproduced only one time; this occurred on heartmate touch tablet (B)(6) in trauma room 1. The heartmate touch framework file, adapter log files, and bluetooth communication data were reviewed; however, the logs did not contain data to indicate root cause of the issue and further analysis could not be completed as the bluetooth communication is encrypted. No other issues were observed during testing. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook, document heartmate touch communication system quick start guide are currently available. Heartmate 3 instructions for use (IFU) chapter 4 "heartmate touch communication system" and the heartmate touch communication system quick start guide under "how to use the heartmate touch communication system" explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller and how to use the heartmate touch app. These documents also warn that the heartmate touch system may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. Heartmate 3 instructions for use (IFU) chapter 7 "alarms and troubleshooting" and the heartmate touch communication system quick start guide under "troubleshooting guide" provide troubleshooting steps to resolve issues related to the heartmate touch, including a frozen screen and inability to connect the system controller to the heartmate touch app. No further information was provided. The manufacturer is closing the file on this event.